Event description:
It was reported the two harness on the bariatric cot was malfunctioning. There was no reported pt involvement or adverse consequences.

Manufacturer narrative:
Tow harness for bariatric cot.